Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys cea assay (cea) result for a patient sample on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). The initial cea result was 2.61 ng/ml and was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated with a cea result of 1723 ng/ml and was considered to be correct. There was no allegation of an adverse event. The cea reagent lot number was 268397. The expiration date was not provided.